Manufacturer narrative:
(B)(4). (B)(6). The device history record has been reviewed. No discrepancies were found. With the available information, the exact root cause of the event could not be determined. However, a corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It has been reported that at the time of use, the cement powder was not sealed properly so that the powder leaked. The product was not used on a patient.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found the supplier sealing was opened. The manufacture sealing was intact. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to product design. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279 - 2018 - 00209.